Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head had intermittent telemetry failure. The rf head cable was found out of electrical specification. It was noted the rf head cable was damaged. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head experienced an intermittent telemetry issue. The rf head was returned for repair and test and calibration. No patient complications have been reported as a result of this event.